Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported an image cache error on linac sequencer and based on the data provided, elekta have ascertained that the issue may have been in the image list sending the incorrect image ID or 2d viewer not being able to clear old image data. Both of these issues are related to caching or not clearing the data correctly and it would appear to be a synchronisation issue, however the cause is unknown. The customer closed down mosaiq and restarted the application and this fixed the error. This would appear to be a one-time occurrence and when the issue occurred it was obvious to the user. Based on the available information, there was no patient mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported an image cache error on linac sequencer.